Event description:
The customer reported that the system displayed a generator communication error. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and the voltage was adjusted from 4.8v to 5.2v. The system was tested and found to be working as intended and returned to service.